Event description:
A report was received that the patient underwent an explant due to pain at the pocket site area and infection at the midline and pocket sites. The incision did not heal properly and the patient developed an infection. There was a green fluid oozing from the site. The physician does not believe infection was procedure or device related. The patient was given oral and IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical devices involved in the event: model:sc-2218-50 serial:(B)(4) description:enh st ld kit model:sc-3138-35 serial:(B)(4) description:scs phiii ext 35cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.